Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had a fall, and x-rays showed the l3 lead migrated out of place and the l2 lead appeared to have fractured. It was also noted the l2 had high impedances. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored post-op.